Manufacturer narrative:
Correction to the initial report: g3 corrected from 29sep2022 to 28sep2022.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm that the device could not be powered on. Six hours of testing was carried out and the power was turned on and off one hundred (100) times for the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the reported issue was not duplicated and a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during preparation for use, the subject device did not power on even though it was confirmed that power was coming to the device. After waiting the power came on. The diagnostic nasopharyngeal fibroscopy procedure was completed using the subject device. There was no harm or user injury reported due to the event.